Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a blood glucose (bg) level in the 600 mg/dl range. Bg was treated by completing multiple supply changes, administering bolus insulin via the pump, and changing basal rate settings. The customer ended contact with tandem technical support, therefore no additional information could be obtained.